Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins was faulty and the lead would not insert into it. The lead had been tested for 10 days during an advanced evaluation , and it would not go all the way into the head of the ins. It was noted that the doctor tried to insert at least 4 times and chose to try a new ins to prevent damage to the lead. The rep reported that the new ins was placed without any issues and both the lead from the trial and the new ins were implanted successfully, further stating that the lead went in smoothly. There were no impedance issues when tested before closure. It was noted that the issue was resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis results were not available as of the date of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins was faulty and the lead would not insert into it. The lead had been tested for 10 days during an advanced evaluation , and it would not go all the way into the head of the ins. It was noted that the doctor tried to insert at least 4 times and chose to try a new ins to prevent damage to the lead. The rep reported that the new ins was placed without any issues and both the lead from the trial and the new ins were implanted successfully, further stating that the lead went in smoothly. There were no impedance issues when tested before closure. It was noted that the issue was resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis of ins revealed that the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Insertion and withdraw was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was evaluated.